Manufacturer narrative:
It was reported that prior to use of a pixie oxygenator a leak was observed, with fluid dripping out of the bottom vent. The leak was identified as originating from the fiber bundle rather than the tubing connection. No, patient blood loss occurred because of the leak an unplanned blood transfusion was not required. The same leak did not appear in multiple packs. The device was replaced to complete the case. There was no patient involved. D.1,4 brand name,model,catalogue expiration date and serial number updated correction d.5 g.4. PMA/510(k) updated h.4.device mfg date updated device evaluation: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 1 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Conclusion: reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a fusion oxygenator a leak was observed, with fluid dripping out of the bottom vent. The leak was identified as originating from the fiber bundle rather than the tubing connection. No, patient blood loss occurred because of the leak an unplanned blood transfusion was not required. The same leak did not appear in multiple packs. The device was replaced to complete the case. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.